Event description:
Mother reported that she believes the son is receiving too much insulin. Mother stated that they were unable to get customer's blood glucose readings above 70 mg/dl and mother believes the insulin pump is over delivering. The drive support cap and all settings appeared to be normal. A low reservoir alarm was noted in the alarm history. Displacement test was also performed and passed. Customer also experienced low blood glucose readings of 35 mg/dl at night. Mother mentioned that as soon as the son boluses for a meal the blood glucose readings drop really fast and it becomes hard to bring them back up with food. No further information reported.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with minor scratched lcd window.